Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leaked between rear cover and 4k imager unit and corrosion on coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in rear cover unit, the endoscopic image cannot be displayed intermittently (no image). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed no image. There were no reports of patient harm.